Event description:
On (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed the filter is tilted anteriorly with its proximal cone lying on ivc wall, possibly embedded in it. Some of the filter struts have penetrated through ivc wall into mesenteric fat.

Event description:
On (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed the filter is tilted anteriorly with its proximal cone lying on ivc wall, possibly embedded in it. Some of the filter struts have penetrated through ivc wall into mesenteric fat.

Event description:
On (B)(6) 2008 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan revealed the filter is tilted anteriorly with its proximal cone lying on ivc wall, possibly embedded in it. Some of the filter struts have penetrated through ivc wall into mesenteric fat.